Event description:
The report received stated: "the internal sleeve broke; the pt tried to remove it himself. Internal sleeve removed and changed". A non-routine replacement of the tube was required. The tube was discarded.